Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted.

Event description:
The customer reported that the blood glucose was 100 mg/dl at the time of the no delivery alarm. The customer had changed the set and was unable to troubleshoot. The customer reported that the back light does not come on after an alarm has occurred and that the alarm could not be reviewed after it had disappeared from the screen.

Event description:
It was reported that the customer had a no delivery alerts on the insulin pump. The customer's blood glucose level was unknown mg/dl. The helpline would set this up for a call back, will schedule follow up call for next business day.